Event description:
It was reported that an emergency cesarean section was required for a prolapsed cord at (B)(6) of pregnancy, and the baby was a stillborn. The resuscitation team unsuccessfully tried to revive the newborn. The nellcor monitor was showing good heart rate tracing throughout the procedure. However, there was no audible or palpable heart rate heard or felt by team. The sensor and the monitor were changed to a n65, which showed similar reading and trace. Medical review of the received information with the reporting physician indicated that this event most likely was not a device issue.

Manufacturer narrative:
(B)(4). The oximeter was received for investigation, and was visually inspected, and there were no signs of tampering, abuse, or alteration. However, there were several stickers on the device indicating ownership and latest test reports. The unit was set to 230v power input initially, and it was connected to alternating current (ac) power outlet, and power on self-test (post) was performed. During post, it was confirmed the software version, and the unit was commanded to begin trend download and recorded to a log file in the terminal emulator. After the trend completed the download, the unit was placed onto a simulator, and the settings in the table below to determine proper alarm limit operation. No alarms were generated. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The device was received for evaluation. However, it has not yet begun. Warnings alert the user to potential serious outcomes, such as death, injury or adverse events to the patient or user. These warnings are readily available in the instructions for use (IFU) found in the device packaging. Warning: the n-600x pulse oximeter is intended only as an adjunct in patient assessment. It must be used in conjunction with clinical signs and symptoms. Warning: pulse oximetry readings and pulse signals can be affected by certain ambient environmental conditions, oximax sensor application errors, and certain patient conditions.